Event description:
It was reported that "the doctor was removing 4.0x12mm screw to replace it with a 4.5x12mm screw. Using the rescue screwdriver, the doctor tightened the outer shaft against the plate, and then began backing out the screw. The lock ring started reaming out of the plate. Once the screw was removed, the two ends of the lock ring were sticking up. The doctor inserted the 4.5x12mm variable self tapping screw. One point of the ring was still sticking up. The doctor used a bur to remove the protruding portion of the ring. He did not remove the plate.